Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection verified the reported condition of 'stuck pins' as four depressed battery contact pins. A device history review revealed no issues that could have caused or contributed to the reported issue. The depressed battery pins interrupted normal operations with a battery source. The rear case was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had stuck pins. There was no patient involvement. No additional information is available.